Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Customer also reported a screen discoloration, backlight anomaly, and pump not delivering enough insulin. Customer reported a blood glucose value of 228 mg/dl. Customer was treated with manual injection and insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1880, mmt-342, and mmt-431ag. Troubleshooting was partially performed for the backlight anomaly and high blood glucose. It was unknown whether customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1880 was requested and the customer's response was that the device will be returned. No product return is required for mmt-342. No product return is required for mmt-431ag.

Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0873 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No missing segments/partial display noted. Power connector plugged in and locked in place properly. Unit shows no damage on lcd controller or lcd glass. No unexpected alarms/alerts/anomalies noted during testing. No under delivery anomaly noted during testing. In further full review of the pump history on the event date of [10-apr-2025] found bolus deliveries of 1.6u at 09:14:21.000, 1.6u at 13:35:46.000, and 1.1u at 15:43:23.000. Bolus daily delivery total was 3.4 u. Basal daily delivery total was 12.575 u. Test p-cap locked properly into reservoir compartment during testing.¿ the pump was received with scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, damaged display window cover, cracked case on the battery tube side, broken battery tube threads, cracked case, and cracked belt clip rails. Alleged backlight anomaly was not confirmed. Allegation for pump under delivering not confirmed during full functional testing. Unable to verify customer alleged for high bgs. Alleged missing segments/partial display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.